Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2018, the patient started to experience stomachache, sore on her lower back, on her both legs (but the left side is reportedly more sore), and in her groin that reportedly pulls in from her vagina. Due to too much pain, she cannot get a comfortable position to sleep and hardly sleeps at night. She is unable to do her job often and is no longer able to lift a grocery bag. Furthermore, there is blood quite often. She also runs to the bathroom to urinate as her urine flows uncontrollably. When she walks her dogs for about fifteen minutes, she cannot hold her desire and urinates in her pants. Subsequently, she has to wear a towel at all times. *additional information received on june 24, 2021 via hc incident #(B)(4): on (B)(6) 2018, the patient began to experience chronic pain in her pelvic area, hips, urethra, lower abdomen, lower back and labia majora, left groin and left leg. Furthermore, she experienced urinary retention, dyspareunia, extreme tiredness, swollen left groin glands and occasional pain in urination.

Manufacturer narrative:
Blocks f10 and h6: patient codes e2330 and e1309 capture the reportable events of chronic pain and urinary retention. Impact code f1202 captures the reportable event of patient's inability to do her job. Block g3: other: hc adverse incident report reference no (B)(4); submitted to hc (health canada) by the patient. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Manufacturing site: although the most recent manufacturing site for obtryx is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: (B)(4). Report source: other: hc adverse incident report reference no 189783; submitted to hc (health canada) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2018, the patient started to experience stomachache, sore on her lower back, on her both legs (but the left side is reportedly more sore), and in her groin that reportedly pulls in from her vagina. Due to too much pain, she cannot get a comfortable position to sleep and hardly sleeps at night. She is unable to do her job often and is no longer able to lift a grocery bag. Furthermore, there is blood quite often. She also runs to the bathroom to urinate as her urine flows uncontrollably. When she walks her dogs for about fifteen minutes, she cannot hold her desire and urinates in her pants. Subsequently, she has to wear a towel at all times.